Event description:
During deployment of stent in distal right coronary artery-balloon advanced forward during the balloon inflation, prior to the stent expanding. The stent and balloon are to stay intact as one unit until the balloon is inflated and the stent is fully expanded. In this case it appears from the films that the balloon moved forward out of the stent prior to expansion of the stent.